Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to nonadherence to aseptic technique during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human mouth and gastrointestinal (gi) tract. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he had peritonitis, went to the clinic, and was given antibiotics. The patient was not hospitalized. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the outpatient clinic on (B)(6) 2026 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2026 presented with streptococcus (species not reported) and a wbc count of 448/mm3. The patient was diagnosed with peritonitis due to a breach in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained that the patient was not wearing a mask during pd setup. The patient was not hospitalized for this event and prescribed 5 doses of intraperitoneal (ip) cefepime at 2000 mg daily and ip vancomycin at 2000 mg twice a week for two weeks. The patient recovered from this event as he remains asymptomatic. It was reported that the patient¿s peritonitis was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler as before this event.